Event description:
Complainant alleged that during set-up of the device for use on a pt, the device would not power-up. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.